Event description:
Report of non-delivery and failure of device to alarm occlusion rec'd. The pump was in home care use to maintain patency of an intravenous access line that was used to deliver intermittent push doses of an unspecified antibiotic to an infant with bacterial sepsis.the pump was set to infuse a 250 ml container of 0.9ns with 0.5u/ml heparin at 2.0ml/h. On 09/04/1998, at 5pm, a home care nurse reported being unable to administer the anitbiotic push due to an occluded catheter. No device alarms were reported. The infant was brought to the hosp that evening for line placement and re-starting of the antibiotics. She was discharged home on 09/06/1998 with the same therapy regimen but a different pump. No adverse sequelae were reported.